Event description:
This homecare pt was being fed using a pump. 240 ml of an enteral feeding solution were hung, and the pump was set to deliver 240 ml/hr. 240 ml were delivered in 15-20 minutes. The reporter stated "the latch did not hold the tubing firmly causing one can of formula to free flow..." There was no illness, injury, or medical intervention resulting from the event. One pt involved.